Event description:
During an atrial tachycardia ablation procedure, the catheter was inserted into the sheath and contact force was not available. The catheter was removed from the patient and the tip was noted to be bent and fractured. The catheter was exchanged and the issue was resolved. The procedure was then completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.